Event description:
The surgeon implanted a vicm12.6 implantable collamer lens on (B)(6) 2012 and the lens inverted after insertion. Pieces of the icl tore off during the removal, due to uncontrolled eye movement. Patient was nervous/anxiety. Another icl will be implanted in approximately one months time. There was no patient injury.

Manufacturer narrative:
(B)(4) no cosequences or impact to patient. (B)(4) lens flipped upside down. (B)(4).

Manufacturer narrative:
Method - lens work order search. Medical review. Results: a lens work order search revealed that there was no similar complaint for the same type of problem from this work order. The lens pertaining to this event was not returned. Medical review - while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complication and a new lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. The most probable root cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed the lens was returned dry and a piece of the haptic was torn off and missing. The dimensions of the lens was re-measured and found to be within original specifications. (B)(4).